Event description:
When watchman device was released for a tug test, the physician and boston scientific rep. Noted there was an invert strut on the watchman device. The device was removed from the patient by the physician without complications. A large amount of blood was noted remaining in the catheter which was attached to the device. There was no known patient injury.